Manufacturer narrative:
Concomitant medical product: product ID: 4524 lead, implanted: (B)(6) 1997; product ID: 4024 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient visited the hospital with discomfort in the pocket area, and it was found that part of the right atrial (ra) lead was protruding from the pocket. It was also reported that the patient experienced a suspected infection. The implantable pulse generator (ipg) was explanted and replaced. The ra lead and right ventricular (rv) leads were capped. A temporary lead was inserted from the right carotid artery and placed in the right ventricular apex. No further patient complications have been reported as a result of this event.